Manufacturer narrative:
(B)(4). H6: health effect - clinical code e0122 - movement disorder. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient's parent reported that the patient was not moving while they were asleep. The patient's parent eventually noticed that the patient was unconscious and called 911. The patient was transported to the hospital and when they arrived, the patient's bg was 1,040 mg/dl. It was reported that the parent could not confirm if the dexcom app gave any alert/alarms or if the cgm was inaccurate due to not alerting. The patient was treated with insulin and was in the hospital for three days. At the time of the report, the patient was doing well. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
On (B)(6) 2023, the patient's parent reported that the patient was not moving while they were asleep.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to the following statement in the initial MDR, "on the same day the sensor was inserted, the patient's parent reported that the patient was not moving while they were asleep." H2: correction.

Event description:
No product or data was provided for investigation. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).